Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.

Manufacturer narrative:
It was initially reported, a failure of the device to power on was observed. The device's system board was replaced to address the issue. The device's internal battery was also replaced due an issue found during the evaluation.